Event description:
On (B)(6) 2011, patient reported the infusion set tore at the connection to the luer lock. The infusion set had been in use for 2 days, and there were no "tugs" to cause it to tear. Patient noticed this when she removed her infusion device from her pocket to bolus for lunch. Infusion set was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.